Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall and the ipg incision site was opened. The patient presented at the emergency room where the physician resutured the site. The patient is to follow up with the physician as a next course of action.

Event description:
Additional information received identified the ipg incision site was opened by the physician again on (B)(6) 2017 due to lead revision surgery (reference MFR. Report#3006705815-2017-01021).